Event description:
Caller reported experiencing alarm 2 followed by alarm 26 and multiple previous occlusion events. Customer's blood glucose level was reported as "high," exceeding 500 mg/dl (27.7 mmol/l). To address high blood glucose, the customer administered insulin using an insulin pen independently. Customer resolved the issue by changing the infusion set and cartridge and requested replacements for these products. Additionally, customer was educated on cartridge usage guidelines and acknowledged the information. Request for further assistance was noted due to recurring occlusion issues.